Manufacturer narrative:
The last sentence of the last paragraph states "date of event was not provided". This is an incorrect statement. (B)(4). Manufacturer report number should have been generated using the establishment registration number: (B)(4). All pertinent information available to abbott medical optics has been submitted. Placeholder.

Manufacturer narrative:
(B)(4): placeholder.

Manufacturer narrative:
Device history records (DHR) verification was performed for the associated serial number. There were no associated nonconformity material reports with respect to order number. Review of the sterilization records revealed no deviations for this order number. Results of environmental control of the period reported no deviations within this order number. Based on the manufacturing record review and historical review, no deviations were found during this investigation. All pertinent information available to the manufacturer has been submitted. Placeholder.

Event description:
We received a report concerning the subject of a post-marketing study, (B)(4), who developed intraocular inflammation and the shunt was removed and replaced with a new device of the same brand. According to the case report form the patient was treated for endophthalmitis with vancomycin hydrochloride and ceftazidime hydrate via intravitreal injection. The shunt was explanted and the anterior chamber was irrigated and a vitrectomy was performed. After the treatment the patient recovered. The surgeon indicated that the patient has atopy and the event is due to the patient scratching his face. The surgeon denied the device malfunctioned.date of the event was not provided.